Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe was received for evaluation. The returned sample was visually inspected and found non-conforming with the probe broken at the front and rear housing, the inner cutter in the port, and foreign material on the port face. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks were observed on the inner cutter. Adhesive was observed on the front and rear housings. The complaint investigation confirms that the probe engine housing components were separated due to an adhesive bond breakage between the engine housing components. The root cause for the separation of components cannot be determined from this evaluation. An internal investigation was completed to determine the reason for the engine housing component separation. The investigation concluded that adhesive bond breakage does not occur when the product is used per the supplied directions for use. How and when the engine housing component separation occurred was not able to be determined from this evaluation, therefore, specific action with regards to this complaint cannot be taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a cutter broke immediately after use; there was a pop sound and the cutter detached. The product was replaced and the procedure was completed. There was no patient harm.